Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral screw had fallen out of the femur when impacting. The surgical team then attempted to thread the screw into the offset adapter, which was unsuccessful. A second screw was opened and again attempted with the same results. Finally the surgeon assembled the femur and adapter with impaction technique only, no screw was used.

Manufacturer narrative:
(B)(4). Medical product: vanguard ssk femoral screw, cat#: 183315 lot#: 935520. Biomet offset adapter, cat#: 185211 lot#: 550220. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08341, 0001825034-2017-08342, 0001825034-2017-08343. Product was discarded.

Event description:
It was reported that the femoral screw had fallen out of the femur when impacting. The surgical team then attempted to thread the screw into the offset adapter, which was unsuccessful. A second screw was opened and again attempted with the same results. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.